Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. Corrected section: d10. The lot # 3000488957 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wasn't activating consistently. They were reminded of the polyfuse and asked them to wait 30 seconds for it to cool down. They waited 10 seconds and tried; they needed to wait the 30 seconds. After waiting the 30 seconds the device seemed to be working for a short period of time then it happened again. They noticed that the hp2 shears were very bent and the device was working intermittently. They stated that this never happens at her other hospital and her harvest is only 8-10 min long. They changed out the cable and then the generator box. The extension cord, adaptor and power supply were swapped. The power setting on the hemopro power supply was 3. Procedure completed with same device. There is a procedural delay. No patient harm.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.